Event description:
Additional information received from the hcp reported the cause had been determined of the excess medication recovered from the pump during refill appointments prior to the catheter revision on (B)(6) 2016. The catheter revision was performed because the hcp didn¿t get any cerebrospinal fluid back during the dye study. Additional past refill dates were provided along with the actual reservoir volume at the time of refill. On (B)(6) 2016, there was ¿8 ml wasted¿; on (B)(6) 2016, there was ¿9 ml wasted¿; and on (B)(6) 2016, there was ¿9 ml wasted. The previously reported start of the issues with refills in (B)(6) 2015 was specified as happening on (B)(6) 2015 with ¿6 ml wasted¿, and the refill event that occurred in (B)(6) 2016 was specified as happening on (B)(6) 2016 with ¿9 ml wasted.¿ expected residual volumes were not provided for any of the refill dates dating back to (B)(6) 2015. Another catheter dye study was performed on (B)(6) 2016. Under fluoroscopic guidance, the side port of the reservoir was accessed. No csf could be aspirated through the side port. Attempts to inject preservative free normal saline were also unsuccessful. The needle was removed intact after the injection. It was decided that there was an obstruction to the flow of medication beyond the side port possibly at the sutureless connector site. The patient tolerated the procedure well and was discharged home. The chief complaint on the doctor's notes was chronic lower back pain/neck pain.

Manufacturer narrative:
Corrected information: sex, date of birth.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and post-laminectomy pain. The pump contained bupivacaine and dilaudid both at unknown concentrations and doses. The patient stated her issues started in (B)(6) 2015 as the hcp was pulling out 6-7cc. It was reported the patient had called and went to the health care provider (hcp) in (B)(6) 2016. The patient stated a manufacturer representative was there. The patient stated ¿they ran dye through it¿ and ¿they could tell the pump was working¿. The hcp was pulling out 9cc or more. They decided to do a revision on the catheter. About a week after meeting to do the (B)(6) study, the representative told the hcp not to refill the normal 12cc but only do 10cc. The patient stated on (B)(6) 2016, she had a refill of 10cc because the hcp wanted to do it before the revision as the patient might be too sore after the revision. On (B)(6) 2016, the patient had a catheter replacement. Additional information received from a manufacturer representative reported that they vaguely recalled the hcp mentioning higher than normal residual volumes on refills in his clinic, but he didn¿t recall the hcp ever saying any specific value or volume. The representative did recall the patient stating she was receiving therapy. There was no record of a manufacturer representative attending a (B)(6) study with the hcp in (B)(6) 2016 on the patient.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they experienced withdrawals when they were having trouble getting their medicine. The patient reported they had so much scar tissue in their back that it had kinked the catheter and knotted it up. The patient reported they had their catheter replaced. It was reported the situation had been resolved. No further complications were anticipated/reported.